Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed a faulty printed circuit board caused the event with the image. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center image flickered blue when looking at the picture on the right-hand side screen. Upon inspection and testing of the returned device, it was observed that the printed circle board failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of a blue flickering image due to a faulty dp board. Additionally. The evaluation uncovered that the main connector unit and the general shield cover were damaged. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.